Event description:
On rounds IV team rn found PICC line out due to failure of stat lock. Wings were attached to clear plastic lock but lock had separated from adhesive backing. Nothing holding PICC in place other than dressing which had come loose. New PICC had to be placed immediately due to pt's heparin and antibiotics. Pt has lvad, also no other access-unable to obtain.